Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(6) from the hospital reported to (B)(4) mako product specialist the following event : "failure of two mics (mako motors for total knee prostheses). One due to a connection problem with the robot (product 2), the other due to damage to the saw fixing ring, preventing the blade from reaching the desired speed (product 1). What measures/actions have been taken to complete the intervention? Transition to conventional manual surgery"

Event description:
(B)(6) from the hospital reported to (B)(6) product specialist the following event : "failure of two mics (mako motors for total knee prostheses). One due to a connection problem with the robot (product 2), the other due to damage to the saw fixing ring, preventing the blade from reaching the desired speed (product 1). What measures/actions have been taken to complete the intervention? Transition to conventional manual surgery."

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that there was damage to the saw fixing ring, preventing the blade from reaching the desired speed. Product evaluation and results: not performed as the product was lost and hence was not available for evaluation. Product history review of the product history records indicate 25 devices were manufactured under lot k0as2 and 24 accepted into final stock on 02/13/2018. Review of qt18-02-0035 revealed that the non conformance is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42020118 shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Device not returned.